Manufacturer narrative:
Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that no medical intervention occurred for this event. The device detected air during blood prime and the run was ended. A return cycle to the donor never occurred. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported air bubbles in the donor line of a rika set. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported air bubbles in the donor line of a rika set. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.